Manufacturer narrative:
The service engineer performed yearly maintenance and did not observe any issues. The ise tubings were exchanged and ise check and qc were within range after the maintenance. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) ran an ise check and found the conductibility was high. The fse cleaned the water supply, water reservoir, and rinsing station with no changes. The investigation is ongoing. The event occurred in (B)(6).

Event description:
The initial reporter complained of incorrect results for multiple patients tested for ise indirect na for gen.2 on a cobas integra 400 plus. The incorrect results were reported outside of the laboratory. The differences in the na results were 5 to 10 mmol/l compared to a cobas 6000 c (501) module. No specific results were provided. The na electrode lot number and expiration date were asked for but not provided.